Event description:
Coiling treatment of a ruptured aneurysm. It was reported that the coil could not be detached and the proximal end of the pusher assembly stuck inside the instant detacher during detachment. The physician then attempts to detach the coil manually and the implant coil did not detach. Upon removal, the coil detached inside the catheter with part of the coil inside the aneurysm. The physician was able to push the coil into the aneurysm with the guidewire. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).